Manufacturer narrative:
Concomitant medical products: tacticath se catheter, agilis introducer, swartz introducer - event date unknown. The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer: 3005334138-2017-00120, 2182269-2017-00090, 3005334138-2017-00121. During a pulmonary vein isolation procedure a cardiac tamponade occurred. During the post assessment the tamponade was diagnosed. There were no performance issues with any abbott devices.

Event description:
During a pulmonary vein isolation procedure a cardiac tamponade occurred. After the procedure the patient complained of not feeling well and became hypotensive. An echocardiogram revealed a cardiac tamponade, for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.